Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. (B)(4). The laser was used off label as this patient had a pre-existing corneal scar. The use of the laser is contraindicated in the presence of corneal lesions. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during a flap procedure and while laser was firing the patient interface experienced a suction loss in right eye. The right eye was difficult to open creating a thin flap and resulting in vertical gas breakthrough (vgb) over a corneal scar. It was reported that both flaps were lifted and the excimer laser treatment was applied. Bandage contact lens was placed on both eyes. One day post op uncorrected visual acuity (ucva) 20/400 right (patient was treated for monovision) and left eye 20/30 (distance). Best corrected visual acuity was requested but were not taken. Requested additional info on (B)(6) 2018 totaling 4 messages. No additional info provided.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, device history record and risk documentation was performed. All associated lot documentation was carefully reviewed, and no issues or discrepancies were found which could potentially relate to the reported complaint. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.